Event description:
It was reported an angio-seal device was deployed following a cardiac catheterization procedure; nothing contraindicated use of the device. Two hours post deployment, the pt developed coldness to the foot, cramping at the calf, hip and thigh. Pulses were absent in the right leg. The pt underwent surgery due to an occlusion of the right femoral artery. The pt has reportedly recovered. A search of the database revealed no sts plus certification for this user.

Event description:
A patient had a cardiac catheterization done with a routine deployment of angioseal following the procedure, and nothing that contraindicated use of this device. The patient later developed coldness to foot, cramping to calf, hip and thigh. No pulses to right leg. The patient had surgery due to occlusion of right femoral artery. Md says that they will no longer use this device on their patients.